Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as fold flaw opening. And missing piece of shell assessed, as inconclusive. Capsular contracture: unable to observe, as it is not related to the device. As per the investigation procedures: creases, wear abrasion and non penetrating nick were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Healthcare professional, later reported, rupture. Healthcare professional, additionally reported, "hole, non-specific". Device has been explanted and replaced.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Healthcare professional later reported rupture. This record is for right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.